Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. Investigation summary : the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60b reload loaded in the device. The reload was received partially fired 3/4 with the reload deck damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. Upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area with a blue reload loaded. The slot knife appears to be damaged. Also, the knife can be seen partially advance and the reload partially fired 2/3. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #u5ax0j. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radical resection of low rectal cancer, the device would not fire farther than two-thirds (2/3rds) on the first firing with psee60a and gst60b. The jaw would not open and both the knife reverse button and the manual override lever would not work. Finally, the surgeon pulled the device from the tissue, then changed to a pce45a and ecr45b to complete the procedure. There was no patient consequence reported. The jaw of psee60a still could not open. No additional information could be provide.

Manufacturer narrative:
(B)(4). Date sent: 07/30/2020.